Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges customer was going down a ramp, was thrown from the unit, and hit her head. Alleges one of the strut bolts broke.